Event description:
During a liver resection procedure, the device fired fine the firs time. Then, it was reloaded and it misfired. Upon inspection, the staples did not close. As a result, the pt bled from the hepatic vein. The surgeon had to repair by hand and hand-sew blood vessels. Procedure was extended by about 1 hour.